Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -do you have any photos available for visual analysis? Yes, attached. - will the device be returned for evaluation? Yes, shipper kit requested but not delivered yet. - was the procedure completed without any adverse effect to the patient? Issue was discovered before opening suture so not used and no possible patient issues. H6 investigation findings: c22 - photo review h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows the sterile m8735 device with no apparent damage. During visual inspection of the package photo, what appears to be a hair was noted inside it. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the hair adhered to the device during the packaging process due to static. The reported complaint was confirmed. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was that a patient underwent an unknown procedure on an unknown date and suture was used. Prior to use, during inspection, a hair was observed inside the sterile package. The issue was discovered before opening the suture and not used. There was no patient involvement and no adverse patient consequences. Additional information was requested.